Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v017799, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v012461, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the device was implanted past the use before date. Implant date was (B)(6) 2015 and use before date was (B)(6) 2014.